Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver will not turn on. A receiver boot test was performed and failed due to the receiver will not turn on. Functional tests were not performed due to the receiver will not turn on. An internal visual inspection was performed and failed due to water damage. The receiver log was not downloaded for review due to the receiver will not turn on. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).